Event description:
Pump was turned off with unknown origin during day of (B)(6) 2026 & no pump alarms, pt not sure how long, at least a few hours. Discovered when pt does daily mix change at 1930. Pt resumed current pump with no issues but wants to replace since lost trust in device. Reported increased headache, flushing, & feeling 'hot' when resumed infusion. Says headache had resolved, but still having flush. Experiencing ongoing flushing & chest pain. Malfunctioning pump serial number (B)(6). Reported swelling in both legs within 90 days that happened sometime in (B)(6) where pt was admitted in hospital. Mood had worsened over the last 90 days & increased anxiety. Md is aware. Reason(s)/date of admittance/ discharge/length of hospitalization is unknown. Pump return tracking information is not available. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when issue occurred is unknown. No additional information is available at this time did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension.